Manufacturer narrative:
The bone positioner and joint seeker are provided non-sterile. They are class I instruments and therefore do not have a UDI. There was no malfunction reported for either of the devices involved with the reported event. Based on the information provided the devices functioned as intended and based on the information from the tmc employee and surgeon it is likely that the patient's bone quality was a factor in the event that ultimately occurred. The remainder of the procedure was completed successfully and the k-wire (from another company) was removed on (B)(6) 2016. The device was not returned to the manufacturer and therefore the information necessary to complete a manufacturing history review is not available. Investigation remains in process and the company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2016 a patient with poor bone stock experienced a fracture of the 2nd metatarsal in the foot. This fracture occurred while the surgeon had the 1st and 2nd metatarsal compressed with the bone positioner ((B)(4)) and he was placing the joint seeker 1405-20xx in the joint. As a result of the fracture, the surgeon fixated the bone with a single k-wire (from another company) in the intramedullary canal of the 2nd metatarsal. The remainder of the procedure was completed successfully and the k-wire (from another company) remains implanted as of (B)(6) 2016. On (B)(6) 2016 additional information was received that the k-wire (from another company) was subsequently removed from the patient on (B)(6) 2016. It was also confirmed at this time that the k-wire was from another company.

Manufacturer narrative:
The bone positioner and joint seeker are provided non-sterile. They are class I instruments and therefore do not have a UDI. There was no malfunction reported for either of the devices involved with the reported event. Based on the information provided the devices functioned as intended and based on the information from the tmc employee and surgeon it is likely that the patient's bone quality was a factor in the event that ultimately occurred. The remainder of the procedure was completed successfully and the k-wire remains implanted as of (B)(6) 2016. The surgeon stated that the k-wire may need to be removed but this has not been completed to date. The device was not returned to the manufacturer and therefore the information necessary to complete a manufacturing history review is not available. Investigation remains in process and the company will supplement this MDR as necessary and appropriate. Device has not been returned

Event description:
During a lapiplasty procedure on (B)(6) 2016 a patient with poor bone stock experienced a fracture of the 2nd metatarsal in the foot. This fracture occurred while the surgeon had the 1st and 2nd metatarsal compressed with the bone positioner (1405-2036) and he was placing the joint seeker 1405-20xx in the joint. As a result of the fracture, the surgeon fixated the bone with a single k-wire in the intramedullary canal of the 2nd metatarsal. The remainder of the procedure was completed successfully and the k-wire remains implanted as of (B)(6) 2016.